Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce the issue and confirmed from the iabp logs the battery was defective. Both batteries was replaced. The fse returned the iabp to the customer. A supplemental report will be submitted when additional information is available.

Event description:
It was reported that during inspection prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an "unusable battery detected: slot 2" message displayed. There was no patient involvement, and no adverse event reported.